Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily tortuous, heavily calcified and 90% stenosed lesion resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with heavy calcification, heavy tortuosity and 90% stenosis. Pre-dilation was performed with the 2.5x15 mm trek rx balloon dilatation catheter (bdc), which was prepped per the instructions for use. The bdc was advanced with resistance noted from the anatomy. The balloon was inflated once to 8 atmospheres when it ruptured. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.